Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery both torsional and ultrasound were unavailable with ophthalmic surgical handpiece. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification handpiece (hp) was returned on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phacoemulsification handpiece (hp) was received for this investigation. A visual assessment of the returned sample revealed connector discoloration, cable damage, a missing red dot, and strain relief damage. When the handpiece was connected to a calibrated breakout test box, the resistance and dissipation between low electrode and high electrode were both found to be within specifications. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed nonconforming low and high electrodes. The root cause of the reported event can be attributed to a nonconforming low and high electrode. However, how or when the electrodes became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).